Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician noticed the struts of the taxus liberte drug eluting stent were protruding. No pt complications were reported. This product is only ous apprived but it is similar to a marketed us device.